Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 466 mg/dl. Customer stated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was passed. Customer was treated with insulin shot. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated the infusion set was leak. The insulin pump will not be returned for analysis.